Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer stated, during in service training, that the cardiosave intra aortic balloon pump (iabp) was leaking helium. No patient involvement or adverse event reported.

Manufacturer narrative:
The service territory manager (stm) reported that after inspecting the iabp he found that the o-ring was broken which caused a small helium leak. The stm replaced the o-ring, buna-n. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
The customer stated, during in service training, that the cardiosave intra aortic balloon pump (iabp) was leaking helium. No patient involvement or adverse event reported.